Event description:
On (B)(6), 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6), 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Correction: a2, b2.

Event description:
On (B)(6), 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6), 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Correction:b2.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 22/may/2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Event description:
On 22/may/2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism meticillin-sensitive staphylococcus. Aureus (mssa) which is an organism that is found on human skin. Therefore, while the cause cannot be established, it is possible the patient¿s peritonitis may have been associated with cross contamination of skin bacteria during the pd exchange. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.